Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician confirms, grade iii capsular contracture with intra. And extra capsular leak.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii, and silicone migration.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: silicone migration: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: observed opening but cannot perform an assessment of the opening as no microscopic analysis can be performed. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported left side rupture. Physician confirms grade iii capsular contracture with intra and extra capsular leak. Device has been explanted.